Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported impaired healing at their midline incision and had wound debridement completed by a plastic surgeon. Approximately a month later, the wound developed a sinus and the patient's closed loop stimulator incision wound exhibited impaired healing. Oral antibiotics were administered and the system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d8/d9 - device available for evaluation? Device returned to manufacturer? Date device returned to manufacturer section g - date received by manufacturer section g6 - type of report section h1/h2 - additional information, device evaluation section h3 - was the device evaluated by the manufacturer? Section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative the cls and leads were returned to saluda. Based on the information provided, the cause of the impaired healing could not be established. The manufacturing records were reviewed. The products met all requirements for release, and no anomalies were identified.